Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. Data analysis: the console (ic4602) logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, this confirms the reported failure mode. The console was then forcefully shut down. Device analysis: this console was tested and upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm corrosion. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. H6 type of investigation code 4114 was erroneously entered on the initial manufacturer device report number 1220648-2025-29089. H8 usage of device was erroneously selected on the initial manufacturer device report number 1220648-2025-29089.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during prep of an automated impella controller (aic) an error message reading "system self check failed. Change console immediately" displayed on start screen. The console was turned on and off several time but the error continued to display. The aic was replaced and there was no patient harm.